Event description:
The facility representative reported a flogard infusion pump with unspecified "message errors". It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further review by the quality engineer has identified the reported condition as failure code 37. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of unspecified "message errors" was confirmed but not reproduced by service. The cause was determined to be that the on/off key was pressed for more than 5 seconds while the device was off. No repair was needed to address the issue. Should additional information become available, a follow-up medwatch will be submitted.